Manufacturer narrative:
Physio replaced the device's main keypad to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. During evaluation by physio the buttons on the device became unresponsive. In this state the device would not be able to deliver defibrillation therapy, if needed.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. During evaluation by physio the buttons on the device became unresponsive. In this state the device would not be able to deliver defibrillation therapy, if needed.

Manufacturer narrative:
Physio-control further evaluated the device and found it would not power on. Physio determined that the cause of the reported issue was due to a disconnected flex cable.